Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failure. A field service engineer (fse) rebooted and launched operating system; the station was on the network. The system was able to reach internet but was not communicating with the server. After checking the settings, the fse found that the power setting for the nic was configured to power down to save energy. That option was unchecked. Additionally, netbios was found to be enabled and was changed to disabled. The application was launched, but the station still did not connect. The fse restarted the station, and it successfully connected to the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.